Event description:
It was reported by the affiliate that the (1) atw 35 was used during a lobectomy, vats procedure. It was reported that the jaws would not close. The case was completed with another instrument. There was no pt consequence.